Event description:
The customer stated that they rebooted their acuity central monitoring system and the display failed. This resulted in a temporary loss of centralized pt monitoring. The customer did not provide any pt info.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.